Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer experienced a low blood glucose reading of 65 mg/dl. Troubleshooting was performed, and the displacement test failed. The customer stated that prior to the report, the insulin pump was taken through a CT scan. Nothing further was reported.